Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 MRI compatibility guidelines were being requested. Per the hcp, the patient¿s pump was not working, so the patient had not been using it. The event date was unknown by the reporter, but she stated that it was had been in the last 6 months. The hcp had no additional details to provide. No patient symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a patient regarding their implantable drug infusion device. The drugs being delivered were bupivacaine and dilaudid (hydromorphone), both with unknown doses and concentrations. The reason for use was non-malignant pain. It was reported that the pump is alarming a dual tone alarm. The beeping is ¿driving him crazy and he can hardly sleep.¿ the alarm started 2 weeks ago, prior to the call date of (B)(6) 2019. The patient mentioned that his pump ran out of medication (3-4 years ago) because there are no healthcare professionals (hcp) near him to refill the pump. The caller wants to know how to stop the alarm because it is "driving me insane." The patient¿s hcp stopped working with the pumps. It was recommended that the patient follow-up with the hcps on the physician listings sent, and the field was emailed for possible hcp listings as well. There were no symptoms reported. There were no further complications reported/anticipated.